Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The device remains in the patient. Consequently, a direct product analysis was not possible. H6 - component code, added code 515 (stent). H6 - investigations findings, updated code to 3221 (no finding available). H6 - investigations conclusions, updated code to 4315 (cause not established).

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, two gore® viabahn® vbx balloon expandable endoprosthesis(s) (vbx device) were intended for use in the right and left common iliac. The left iliac was successfully treated with a vbx device. A vbx device was successfully deployed in the right iliac. However, an absolute pro vascular self-expanding stent was placed as an extension, due to a suspected dissection. Upon a final angiograph, it was noticed that the vessel had low flow. It was then confirmed that the devices were placed in a false lumen. The patient was brought to the operating room where a surgical conversion was completed with a fem-fem bypass. The patient did not experience any adverse consequences. The physician suspected that the dissection occurred during the advancement of the wire in the diseased vessel.